Manufacturer narrative:
The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. When the device is returned the complaint will be reopened. The complaint cannot be confirmed for sheath separation because the sample was not returned for assessment. The exact root cause could not be determined. The likely root cause of the sheath separation is that the sheath experienced high tensional forces when being pulled out from the tortuous artery, causing it to tear from the hub. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Reporter occupation: tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the involved glidesheath slender was used on a patient left heart catheterization (lhc) right radial access. Glidesheath slender radial cocktail wire 6 french cordis eb right coronary artery (rca) guide. There were tortuous vessels at the shoulder. Could not get back up support and wanted to move to femoral. Tried to remove the guide, the glidesheath slender accordioned and then split at the hub. The patient did not have any blood loss. The patient was in stable condition with a tr band. The case was completed from the groin. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required. The procedure outcome was completed successfully.